Event description:
(B)(4) study. It was reported a stroke occurred. On (B)(6) 2013, a left atrial appendage (laa) closure procedure was performed and a 24mm watchman closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. During the procedure, one partial recapture was performed because the device was too proximal. On (B)(6) 2016, the patient presented to the hospital with stroke like symptoms. One week prior, the patient reported a bitemporal headache, blurry vision particularly on the right, and confusion. A computed tomography (CT) scan showed left occipital infarct. There is a local mass effect associated with this infarct with partial effacement of the left lateral ventricle occipital horn with no midline shift. There was an additional smaller presumed subacute infarct within the right temporal lobe. A transesophageal echocardiogram (tee) was performed which revealed no thrombus or vegetation, but moderate protruding plaque in the aortic arch. The plaque is calcified, not soft, which was not likely to embolize. The patient was discharged on (B)(6) 2016 with anticoagulation medication lovenox.